Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The atrial setscrew was removed and microscopic visual inspection noted no evidence of cross-threading on the setscrew. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of device memory confirmed the out-of-range pacing impedance measurements on the atrial channel. Further inspection of the atrial port was performed. Impression marks left by the lead's seal rings in the lead barrel indicated the atrial lead had not been fully inserted into the device header. A test lead was lined up with the seal ring marks left in the atrial port. It is possible the atrial lead lost contact with the device header due to under-insertion, causing the high atrial pacing impedance measurements observed clinically.

Event description:
Boston scientific received information that during a revision procedure, the right atrial (ra) lead could easily be pulled out of the atrial port of this cardiac resynchronization therapy defibrillator (crt-d) device. There was a suspected setscrew issue with this device. Prior to this intervention, this device was displaying high pacing threshold and high pacing impedance measurements. This device was also displaying noise. This device was explanted and a new device was implanted. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be updated.